Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and one month of post filter deployment abdomen/ kub (1ap view) was revealed, the inferior vena cava filter was appeared approximately l2-l3 level to be well deployed although tilted right with 30-40 degrees. Eventually after one-month, a computed tomography (CT) abdomen/pelvis was performed as the patient had abdominal pain. Two of the tines were extending beyond the wall of the inferior vena cava. One tine was appeared to abut the right lateral wall of the abdominal aorta and the second tine appeared to the duodenum. On the same day, the inferior vena cava filter was retrieved, examined ex vivo and noted with all its legs and tines were to be in place therefore, the investigation is confirmed for filter tilt and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and struts perforated into organs. The device was removed percutaneously. The current status of the patient is unknown.